Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation the laser console for this complaint was not reported to have had any issues, the fiber was at fault for the break. It was reported that the laser console worked as intended and delivered the energy into the laser fiber which was broken resulting in radiation being released and igniting the fiber coating causing the burning seen on the laser fiber. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during a therapeutic flexible ureteroscopy for bilateral jj catheter ablation performed for the laser to break and evacuate the stones through the natural route, after a short time of use of the fiber, and a dose of 5.766 kj delivered, two third of the image disappeared on the screen. The laser shot damaged the fiber. The surgeon removed the fiber out of the uteroscope and observed that the fiber was broken into two 10 cm from the distal end in the ureteroscope. The sheath of the third-party flexible ureteroscope was damaged and unusable. Procedure completed with new fiber and another endoscope, though with the same device. There is no harm or adverse impact to the patient. The olympus device had been set up according to the correct usage prior to the procedure. The fiber was connected without any problem and the device was used after the biomedical engineer and the surgeon had checked the parameters used. Whether the fiber was tested using the aiming beam before being inserted into the scope is not known; nor is it known if the aiming beam was used on the treatment site before the laser energy was applied, and if so used, whether the aiming beam was found to be good.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.